Event description:
Prior to insertion of a guidant epicardial lead, the tip of the tunneling device fell off in the pt's chest cavity. This resulted in use of endo, fluoroscopy, extra or time, equipment and the assistance of another surgeon to perform a mini thoracotomy to successfully retrieve the tip. Pt was not permanently impacted other than increased length of stay.